Event description:
A customer reported he received a reading of 92 mg/dl on his precision xtra blood glucose meter a couple of months ago and then experienced diaphoresis, seizure and broke his pelvic bone and hip. The paramedics were called and no further information is available as the customer refused to complete the medical survey and disconnected the call. Adc customer service made multiple attempts to contact the customer in order to complete the survey questions, but the customer could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not been returned. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within range specification and no errors were observed.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: according to the customer's report the date of the medical event is unknown; the date in b3 is the date the complaint was received.